Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope had foreign material in the air/water nozzle pipeline. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for air/water nozzle clogged with the foreign material could not be determined since it was confirmed that the steps in reprocessing have been correctly implemented in line with the instruction manual, and there is no physical damage to the section of the device with the remaining foreign material. The event can be detected and prevented by handling the device in accordance with the following instructions for use: in reference to the instruction manual reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Additionally, silicone rubber is widely used in medical devices other than a packing. We would like the user to check if there is abnormality in the product and peripheral equipment used in combination with an endoscope body before using them, and give attention to handling of device. Also, we would like to ask the user to refer to again the instruction manual reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface¿, and to check if there are any abnormalities in such as the gauze and sponge using for a reprocessing. Olympus will continue to monitor field performance for this device.